Event description:
During routine product inspection by the distributor some while marks were found in the internal side of the internal sterile blister. There was no pt injury since the product never reached the hosp.